Event description:
Revision surgery - due to the pt's complaint of their leg being too long. The surgeon replaced the stem, head and sleeve.

Manufacturer narrative:
The reason for this revision surgery was to address instability the patient developed after 1.25 years of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the need for a revision. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the second complaint for this product; one due to dislocation and one for a malpositioned device. This is the first complaint for this lot number. The root cause for the instability was most likely due to the patient's leg being too long. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.